Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone numbers: (B)(6).

Event description:
Healthcare professional reported "rupture". Events confirmed via radiology. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as an unidentified tear no additional observations performed on the device. No further actions are required

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with a non-abbvie device.